Manufacturer narrative:
Pt age: this value is the average age of the patients reported in the article as specific patients could not be identified. Pt gender: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. The device was used for an off label indication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Akram, h., miller, s., lagrata, s., hyam, j., jahanshahi, m., hariz, m., matharu, m., zrinzo, l. Ventral tegmental area deep brain stimulation for refractory chronic cluster headache. Neurology. 2016. 86:1¿7. Summary: to present outcomes in a cohort of medically intractable chronic cluster headache (cch) patients treated with ventral tegmental area (vta) deep brain stimulation (dbs). Reported events: 1. 1 patient with deep brain stimulation (dbs) of the ventral tegmental area (vta) for chronic cluster headache (cch) developed a superficial wound infection that resolved with antibiotics treatment. It was reported that all patients were implanted with model 3389 lead(s) and either a "single or dual channel" implantable neurostimulator. It was not possible to ascertain any additional specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.